Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles in the surface of the shell, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and crease fold. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: an opening sharp in the radius side assessed as unidentified (tear) opening.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.